Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The malfunction code displayed was "malf 12," and it was determined to be resettable. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to call back if any further malfunction codes appeared and acknowledged the instructions.